Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to between 17.0 mmol/l and 18.0 mmol/l (306 mg/dl and 324 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that there was "slight bruising and some insulin at the site". As treatment, a new pod was applied.

Manufacturer narrative:
Updated b5 - describe event or problem. From: it was reported that the patient's blood glucose level rose to between 17.0 mmol/l and 18.0 mmol/l (306 mg/dl and 324 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that there was "slight bruising and some insulin at the site". As treatment, a new pod was applied. To: it was reported that the patient's blood glucose level rose to between 17.0 mmol/l and 18.0 mmol/l (306 mg/dl and 324 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Upon pod removal, there was "slight bruising of the skin". It was also reported that the patient states that they have pain when inserting a pod. As treatment, a new pod was placed and activated. Updated h6 - adverse event problem: health effect - clinical code, all other codes remain the same.

Event description:
It was reported that the patient's blood glucose level rose to between 17.0 mmol/l and 18.0 mmol/l (306 mg/dl and 324 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Upon pod removal, there was "slight bruising of the skin". It was also reported that the patient states that they have pain when inserting a pod. As treatment, a new pod was placed and activated.